Manufacturer narrative:
Per tandem user guide: the dexcom g6 cgm only allows pairing with one medical device at a time. Ensure your cgm transmitter is not connected to the dexcom receiver before pairing with the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the transmitter lost connection with the pump for over an hour. Reportedly, the transmitter was paired to the dexcom receiver. The customer disconnected the transmitter from the dexcom receiver, and the pump and transmitter regained connection. No additional patient information was available.